Event description:
It was reported that the customer's pump screen was dark and would not turn on despite several attempts to power it. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery while they awaited a replacement pump. Technical support confirmed that the pump would be replaced and advised the customer on the steps needed upon receiving the new pump, including returning the defective pump within 10 days.